Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrodes. The irritation was described as itchy and feels like a burn. The patient also reported that they broke out in hives when they first started to use the lifevest. The hives were on his upper body, on his side and down to his belly. The patient went to an ER and was given a steroid. The patient was also instructed to use an antihistamine. During a follow up call, the patient reported that the irritation had healed. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.